Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied to the three arterial branches emerging from the superior lobar left artery on a single port video-assisted thoracoscopic left lobectomy, the device was able to fire but the staple line was a bit bloody in between the staples which led to conversion from a laparoscopic procedure to an open procedure. The stapler was fired on 3 brunches of the superior lobar artery and after 35 or 40 minutes patient started with hemothorax caused by bleeding from that artery. The surgeon dried it with gauze and continued performing lymph node dissection for about twenty minutes. The anesthesiologist did an ultrasound guided intercostal blocking for about 15 minutes and removed the endotracheal tube. The patient coughed and the chest drain bottle filled up with blood. The patient had a cardiac arrest and they had to do a thoracotomy and cardiopulmonary resuscitation. The bleeding came from upper lobe artery which were stapled by the reload. During thoracotomy, the surgeon clamped the pulmonary artery and re sutured the lobar artery to stop the bleeding. This resulted to incision extension to more than one inch. This also resulted to blood loss of 500 cc or more which required blood transfusion. The patient was in hypovolemic shock when in intensive care unit. With a very bad prognosis and died 8 hours later.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied to the three arterial branches emerging from the superior lobar left artery on a single port video-assisted thoracoscopic left lobectomy, the device was able to fire but the staple line was a bit bloody in between the staples which led to conversion from a laparoscopic procedure to an open procedure. The surgeon dried it with gauze and continued performing lymph node dissection for about twenty minutes. The anesthesiologist did an ultrasound guided intercostal blocking for about 15 minutes and removed the endotracheal tube. The patient coughed and the chest drain bottle filled up with blood. The patient had a cardiac arrest and they had to do a thoracotomy and "rcp". The bleeding came from upper lobe artery which were stapled by the reload. The surgeon clamped the artery and fixed it with manual suturing to stop the bleeding. This resulted to incision extension to more than one inch. This also resulted to blood loss of 500 cc or more which required blood transfusion. Patient survived the surgery with a very bad prognosis and died 8 hours later.